Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01569. This report is being submitted as additional information. Approximate age of device - 1 year, 10 months. The patient remains ongoing on vad support. A direct relationship between the device and the report of back pain could not be determined. Additionally, a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. Sepsis, driveline, local, and pump pocket infection are listed (in the hmii IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding controlling infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the site emergency department with complaints of severe and intractable lower-back pain. During admission the patient developed fever to 100.6 f, and there was a concern for sepsis. The patient was treated with antibiotics. No additional information was provided.